Event description:
It was reported that the mounting bolts were being tightened too tight causing the red release handle to activate. There was pt involvement and adverse consequences were reported. Allegedly the pt received a broken wrist and an operator sustained back injuries.

Manufacturer narrative:
Release handle.